Manufacturer narrative:
The devices were not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part numbers and/or lot numbers were not reported, and the device was not returned. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. The reported patient effect of death is listed in the xience v everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling. B2, b3, d6a: estimated date. D4: the UDI is not known as the part and lot number were not provided. The additional patient effects reported in the b5 are reported under a separate medwatch report.

Event description:
The aim of this study was to investigate the effects of aspirin versus clopidogrel within 1 year after percutaneous coronary intervention in patients with acute coronary syndrome (acs), on the basis of high bleeding risk (hbr) or non-hbr and stemi or non¿st-segment elevation acs (nste-acs). 4,353 patients underwent a percutaneous coronary intervention (pci) procedure where a xience stent was implanted. Aspirin and clopidogrel monotherapy were compared beyond 30 days and up to one year. The coprimary cardiovascular endpoint was a composite of cardiovascular death, myocardial infarction, definite stent thrombosis, ischemic stroke, and bleeding. The article concluded by stating patients with acs, aspirin and clopidogrel demonstrated comparable effects on both cardiovascular and bleeding outcomes beyond one month and up to one year after percutaneous coronary intervention. No additional information was provided.